Event description:
Patient reports that sometimes the premix cassette doesn't work so they end up using another premix cassette or doing a self-mix using the emergency kit. Patient reported doing this 3 times so far. Patient doesn't have the lot number to provide currently. No side effects or adverse events reported. No interruption in treatment reported. No further info, details or dates provided. Describe in detail all damage to the cassette: see above, no details provided has this incident happened within the past 6 months? Per patient, it happened 3 times so far; dates unknown has this patient reported a pump malfunction within the past 6 months? No. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual product available for investigation? No; did we replace product? No; did the patient have a backup product they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes; did the product issues cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? N/a, is the actual cassette available for investigation? No; did we replace the cassette ? No; patient has supplies on hand; did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, if no , what was the patient instructed to do in able to continue their infusion? N/a, is the infusion life sustaining? Yes, what is the outcome of the event ? Resolved? Yes, or going? N/a. Reported to (B)(6) by: patient caregiver.